Event description:
It was reported when a patient presented via merlin.net transmission, an alert for high, out of range, high voltage lead impedance was observed on the rv lead. The physician has elected to bring the patient in and the lead was explanted and replaced. The physician noticed a tight "j" curve in the lead 5cm distal to the suture sleeve. It was noted that the lead was damaged during the explant procedure. There were no adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.